Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. Device was connected to a test transmitter or sensor and monitored without any connection interruptions.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 575 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer declined trouble shooting for high blood glucose. The insulin pump will be returned for analysis.